Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: light cover glasses adhesive was worn; optical cover glass was chipped; optical cover glass adhesive worn; distal end cap was worn; distal end adhesive was lifting; insertion tube had evident delamination; control body - aspiration housing colored ring was damaged; control body - air/water housing, colored ring was damaged. Pin unit was corroded, plug body - probe unit had evident contamination; angle out of specification; angle had evident play; air channel - volume blockage was evident; water flow was out of specification; water removal was out of specification; water channel - volume blockage was evident; electrical safety test was out of specification. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, the evis lucera colonovideoscope, had the channel 3, 4 and 5 blocked, the issue was found at maintenance. The procedure was unknown. The intended procedure was completed using the same set of equipment. There were no reports of patient harm. The device was returned to olympus and the evaluation found that a white contaminaon, was found in the air/water channels. This report is being submitted to capture the reportable malfunction found during evaluation.